Event description:
It was reported on (b)(6)2026 that the patient¿s infusion set tape came loose early due to warm weather.

Manufacturer narrative:
E1: Patient City : (b)(6)Patient Country: Netherlands (b)(6)Name: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.